Event description:
On (B)(6) 2012, customer reported that the dxc 600i instrument generated false high co2 results for 2 patient samples. Results were not reported out of the lab. Customer stated that when the anion gap flagged the samples, the results were repeated on another dxc instrument in the lab, and those results were reported. Quality control prior to the event was within lab-established ranges. After the event, customer tried to recalibrate co2, but calibration failed. Field service engineer (fse) inspected the instrument and cleaned the flowcell and replaced the co2 electrodes. Fse verified performance. No further issues were reported.